Event description:
Information received through technical services on 11/12/2013 states that there were noise/artifact observed on the rv channel, however, the portion of strip shown shows vp with on oversensing of the signal. Physician and facility is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).